Event description:
Information received indicates, the technician found the beds head section could not be raised.

Manufacturer narrative:
The technician replaced the non-functioning CPR valve to repair the bed.